Event description:
The patient came had pain due to a dislocation of the head from the liner. At about 2 months from primary the surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch reviews performed on 11 june 2025 lot 2419847: (B)(4) items manufactured and released on 22/nov/2023. Expiration date: 06/nov/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved in the event and revised: liner: impact 01.32.3644hct flat pe hc liner ø36/ (k103721) lot. 2429871: (B)(4) items manufactured and released on 14/jan/2025. Expiration date: 19/dec/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.